Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump was not delivering insulin before stopping completely. There were no alarms to indicate there was no delivery. The nurse did not believe delivery anomaly was related to infusion sets or occlusions. High pressure test could not be performed as the device was unavailable for troubleshooting. Customer's blood glucose was not known. The device will be returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case on the display window corners and cracked reservoir tube lip.